Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for short v-v intervals, non-sustained episodes of oversensing, and high/undefined pacing impedance. Oversensing with noise was also observed on the right ventricular (rv) lead. The pace/sense portion of the rv lead was suspected to be fractured. Reprogramming was performed to turn off detections. A few days later, the pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.